Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The failure mode could not be confirmed. No root cause was determined since there was no product returned. Device identifier: (B)(4). Product identifier: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A senior quality specialist reported on behalf of customer that after connecting the c2602 cusa excel 36khz straight handpiece alarmed and could not work normally on (B)(6)2019. There was no patient contact or alleged injury. There was no known surgery delay. Additional information has been requested.